Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The tip is worn from use. The shaft covering has been damaged and ripped off in the center of it, back side. Product packaging was not received. Functional evaluation revealed plugging in the wand causes a wand end of life error. Using a bypass box the wand had no issues with activating coag or producing plasma. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on the limited information provided the clinical root cause of the reported events could not be determined and we are currently unable to rule out a user technique vs procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. Photos of the device were provided for review and confirm the reported damage device. The device IFU does warn, ¿do not use the product if it is damaged or if the product is not fully functioning¿ and ¿care should also be taken to ensure surrounding tissue is properly monitored.¿ the patient impact is determined to be the reported burn on the patient¿s lip. The root cause has been associated with component failure. Factors that could have contributed to the reported event include damaged insulation from contact with another surface (i.e. Metal mouth gag). Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference : (B)(4). H10 the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The tip is worn from use. The shaft covering has been damaged and ripped off in the center of it, back side. Product was out of the original packaging. No packaging returned. Functional evaluation revealed plugging in the wand causes a wand end of life error. Using a bypass box the wand had no issues with activating coag or producing plasma. Wand data attached. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on the limited information provided the clinical root cause of the reported events could not be determined and we are currently unable to rule out a user technique vs procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. Photos of the device were provided for review and confirm the reported damage device. The device IFU does warn, ¿do not use the product if it is damaged or if the product is not fully functioning¿ and ¿care should also be taken to ensure surrounding tissue is properly monitored.¿ the patient impact is determined to be the reported burn on the patient¿s lip. The root cause has been associated with component failure. Factors that could have contributed to the reported event include: 1) activating the device above recommended settings for prolonged periods of time. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an adenoid procedure, 20 minutes into the procedure, it was realized that the black rubbing was worn off and the patient had a slight burnt on the lip area. The doctor was asked to stop the procedure and another doctor was called to evaluate the burnt lip. He mentioned that patient lip can use antibiotics cream and observed, to follow up by him. The procedure was completed using a back-up device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The tip is worn from use. The shaft covering has been damaged and ripped off in the center of it, back side. Product packaging was not received. Functional evaluation revealed plugging in the wand causes a wand end of life error. Using a bypass box the wand had no issues with activating coag or producing plasma. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on the limited information provided the clinical root cause of the reported events could not be determined and we are currently unable to rule out a user technique vs procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. Photos of the device were provided for review and confirm the reported damage device. The device IFU does warn, ¿do not use the product if it is damaged or if the product is not fully functioning¿ and ¿care should also be taken to ensure surrounding tissue is properly monitored.¿ the patient impact is determined to be the reported burn on the patient¿s lip. The root cause has been associated with component failure. Factors that could have contributed to the reported event include damaged insulation from contact with another surface (i.e. Metal mouth gag). Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an adenoid procedure, 20 minutes into the procedure, it was realized that the black rubbing was worn off and the patient had a slight burnt on the lip area. The doctor was asked to stop the procedure and another doctor was called to evaluate the burnt lip. He mentioned that patient lip can use antibiotics cream and observed, to follow up by him. The procedure was completed using a back-up device. There was no surgical delay and no further complications were reported. Patient condition is fine.

Event description:
It was reported that, during a bilateral myringotomy, adenotonsillectomy and adenoidectomy procedure performed on (B)(6)2024, a patient suffered from multiple burn injuries to the right side of the lip and tongue. The procedure was halted, and an inspection of the wand was undertaken, a defect was found in the insulation around the midportion of the wand, the black rubbing was worn off. A back-up device was used to continue the procedure, and the procedure was completed without delay. Dr. Ivor lim from plastic surgery was called to inspect the burn while the patient was still under general anesthesia; it was concluded that the burn suffered was full-thickness in the central portion, and kenolog ointment was applied to the lip. There were white patches on the lip and tongue, which also suggested that the patient suffered third-degree burns. A scab formed over the wound, the burn injury was around 1 cm and inflammation was observed around the wound. The patient was discharged on (B)(6)2024. Triamcinolone ointment was prescribed to treat the burn. After attending dr. Ivor lim's clinic on various occasions, it was concluded that there is likely permanent damage done the patient's facial appearance, there was a slight dent at the right tip of the tongue, and a slight indentation at the vermillion border of the right lower lip.

Manufacturer narrative:
Internal complaint reference (B)(4). H10, b5, h1 and h6: event description, type of reportable event and codes updated.

Manufacturer narrative:
Internal complaint reference:(B)(4). H10 h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The tip is worn from use. The shaft covering has been damaged and ripped off in the center of it, back side. Product was out of the original packaging. No packaging returned. Functional evaluation revealed plugging in the wand causes a wand end of life error. Using a bypass box the wand had no issues with activating coag or producing plasma. Wand data attached. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on the limited information provided the clinical root cause of the reported events could not be determined and we are currently unable to rule out a user technique vs procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. Photos of the device were provided for review and confirm the reported damage device. The device IFU does warn, ¿do not use the product if it is damaged or if the product is not fully functioning¿ and ¿care should also be taken to ensure surrounding tissue is properly monitored.¿ the patient impact is determined to be the reported burn on the patient¿s lip. The root cause has been associated with component failure. Factors that could have contributed to the reported event include: 1) activating the device above recommended settings for prolonged periods of time. Based on this investigation, the need for corrective action is not indicated.